Manufacturer narrative:
One vial of test strip lot 409652-14 (24 str; vial no. 371198) containing >10 test strips was received for investigation. The test strips and vial showed no defects. The returned test strips were measured on reference meters with a high level control sample: control sample lot 455 699 00. Specified target range 2.6-3.2 inr (±11.5% around the lot specific target value of the complained test strip lot / control lot combination). Test 1: 2.9 inr test 2: 2.9 inr test 3: 2.9 inr all inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The returned customer material and retention material comply with the specification. Medwatch fields d10 and h3 were updated.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6). Reporter occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek inrange meter serial number (B)(4). The result from the meter using cannula blood was 3.8 inr. The result from the meter using a fingerprick was 4.1 inr. The customer stated she had difficulty getting sufficient blood and needed to squeeze the site. The result from a laboratory using neoplastin reagent was 2.9 inr. The doctor advised the patient to slightly increase her dose for one week based on the laboratory result. The therapeutic range was 2.5 ¿ 3.5 inr. The customer had been feeling nauseated constantly recently and had been eating much less than usual.